Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt woke up to alarms early in the morning when his power was out. About 2 hours later, the alarms resumed and he thought it was low batteries. The pt exchanged the system controller when the beeping continued. The log file showed that the supply voltages dropped, which could have caused the pump stop.

Manufacturer narrative:
The system controller was returned to the MFR for eval is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.